Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Report received that after an attempt at an initial vns implant, a patient developed a seroma. This seroma formed at the neck incision site but the surgeon indicated it was a normal side effect of the surgery. It was reported that aspiration of the left neck would be done to address the seroma. No additional relevant information has been received to date.